Event description:
Patient had radial keratomy performed (B) (6). In the last 2-3 years, patient has been experiencing his corneas going flat (especially distance). This condition cannot be corrected with lenses or procedures. Patient is losing drivers license due to poor vision. Physician stated that if he didn't have this procedure done this wouldn't be happening. Patient is very upset. One of the incisions has opened up and scar tissue was taken out and stitches were placed in eye. This has caused patient long term problems. Patient has additional detailed info and reports if needed.